Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor that did not communicate with the transmitter. The customer stated that the electrode was sticking to the adhesive and did not properly insert into his body. Blood glucose level at the time of the incident was 160 mg/dl. The customer also reported that they had a sensor that broke inside the serter. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.